Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalize complaint of free flow events with lactated ringers and a pump door that does not appear to close completely. There is no report of patient harm and no further event information will be provided.

Manufacturer narrative:
Although no investigation could be performed because no product was returned for investigation, a photograph provided by the customer shows a device door that does not appear to be closed completely. However, no further investigation could be performed and root cause was not identified; because without the actual device it can not be ascertained if the incomplete closure would result in the reported free flow event. .